Manufacturer narrative:
Result: faulty cpu board.

Event description:
It was reported by service report that the bed had no power. It is unk if there was pt involvement or adverse consequences to report.